Manufacturer narrative:
Date of initial report sent: 11/09/2009.

Event description:
Procedure type: ileal conduit construction. According to the reporter: the pt was operated initially in 09, because of an existent ileus condition. The first revision occurred one week later, which showed an anastomotic breakdown, beginning peritonitis; anastomotic new proneness, rinsing was done and repeated proneness of ileostomy. The second revision occurred 2 days later, and included rinsing and the third revision was 4 days later with rinsing as well. The surgeon asserted, that he made the anastomosis with continuous seam and made a minimum of 5 knots. The pt lies in intensive care. More info has been requested.